Manufacturer narrative:
Evaluation is pending; the results will be provided in a follow up report.

Event description:
It was reported that: a resident in the room was waking the patient up at the end of a procedure and attempted to assist the patient. The user was not able to generate a positive pressure and called the attending anesthesiologist in the room. The anesthesiologist confirmed the reported symptom and when attempting to adjust the apl valve the valve separated. No patient injury.